Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05153. It was reported that the patient could not enable MRI mode. Diagnostics revealed high impedances on all contacts of one lead. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead is affected, therefore both leads are being reported.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Post-operatively, all impedance issues had cleared and therapy was restored. It is unknown which lead was explanted, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.